Event description:
During a follow-up in-clinic, a decrease in sensing resulting in undersensing and an increase in capture threshold resulting in loss of capture (loc) was observed on the right atrial (ra) lead. Lead dislodgement was alleged, but not confirmed. Reprogramming was performed to resolve event. The patient was stable.